Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
A spontaneous report was received via phone on 30-jun-2020 from a female consumer of unspecified age who stated she began using oral-b power oral care refills dual action on an unspecified date, and noticed that the replacement head was smaller than usual, making it uncomfortable. Taken previously - yes / tolerated - unknown. The case outcome is unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b professional care toothbrush handle. No further information was provided. 09-aug-2020 follow-up: the consumer states that the replacement brush heads are either not authentic or have their quality lowered. The consumer provided a photo in which a part of the dual clean brush head had become detached and the consumer alleged this happened during the ordinary and usual brushing of the teeth. As a result, the consumer believes that one of her teeth broke. Seriousness criteria: damage natural teeth. The overall case outcome remains unknown. No further information was provided. 26-aug-2020 follow-up: report downgraded. The consumer did not experience broken tooth or any other adverse event.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Teeth broke [tooth fracture]. Uncomfortable - mouth [oral discomfort]. Part of the dual clean replacement came off during the ordinary and usual brushing - oral-b brush head [device breakage]. The replacement head was smaller than usual - oral-b brush head [device physical property issue]. Not authentic - oral-b power oral care refills dual action [suspected counterfeit product]. Case description: a spontaneous report was received via phone on 30-jun-2020 from a female consumer of unspecified age who stated she began using oral-b power oral care refills dual action on an unspecified date, and noticed that the replacement head was smaller than usual, making it uncomfortable. Taken previously - yes / tolerated - unknown. The case outcome is unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b professional care toothbrush handle. No further information was provided. 09-aug-2020 follow-up: the consumer states that the replacement brush heads are either not authentic or have their quality lowered. The consumer provided a photo in which a part of the dual clean brush head had become detached and the consumer alleged this happened during the ordinary and usual brushing of the teeth. As a result, the consumer believes that one of her teeth broke. Seriousness criteria: damage natural teeth. The overall case outcome remains unknown. No further information was provided.